Event description:
It was reported that the patient underwent a revision procedure due to unspecified issues with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new tactra penile prosthesis was implanted. Additional information was reported that the patient could not operate the device.